Manufacturer narrative:
The technician found the emergency trend valve was contaminated. The technician replaced the valve to repair the bed.

Event description:
Information received indicates the bed is drifting into trendelenburg.